Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 17th february, 2022 getinge became aware of an event related to the manual trolley that was used with the 86-series washer disinfector with the model name 8668. As it was stated the trolley stop part that prevents the washing rack from falling of the trolley was missing. As a consequence, the shelf fell. There was no injury or damage reported. Nevertheless, the fully loaded shelf falling on the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.

Event description:
Manufacturer reference number: (B)(4)

Manufacturer narrative:
On 17th february, 2022 getinge became aware of an issue related to smart trolley used together with washer disinfector model 8668. The washer disinfector was manufactured on 28th january, 2021 with serial number (B)(6) and UDI number (B)(4). As it was stated the trolley stop part that prevents the washing rack from falling of the trolley was missing. As a consequence, the shelf fell. There was no injury or damage reported. Nevertheless, the fully loaded shelf falling on the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential. The review of reportable events registered for accessories used with getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years was performed. It revealed that the complaint is one of several reported cases with the allegation about cart, rack or instruments falling or nearly falling from the smart trolley due to the various reasons. However, compared to the number of devices available on the market according to install base, failure rate is very low. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. During the investigation, it was found that in the past the reported scenario has led to serious injury. It was established that when the event occurred, the manual trolley, which was used as a system with washer disinfector 8668 did not meet its specification. During the device evaluation it was identified that the stop pin installed on the trolley was missing and it consequently led to the situation when shelf fell. A getinge service technician visited the customer site, resolved the problem and returned the device for usage, which is now fully operational. We believe that devices in the market are performing correctly overall. Given the circumstances we shall continue to monitor for any further events of this nature.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).